Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range shock impedance measurements of 150 to 170 ohms. Technical services (ts) was consulted and reviewed possible testing options. This rv lead remains in service. No adverse patient effects were reported.